Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery (rcfa) using the pre-close technique via a 5f sheath hole prior to a percutaneous coronary intervention with impella procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the second deployed proglide device. An additional proglide was successfully deployed to complete pre-close for large bore sheath insertion. The sheath was upsized to 14f. Difficulty was noted while advancing the impella device in the right iliac territory, impella device was advanced to lv [left ventricle]. Using single access technique via impella sheath, it was not possible to advance the wire to the distal abdominal aorta for interventional sheath placement. The wire was removed. Angiogram via rcfa 14f sheath revealed dissection of the right common and external iliac artery. The impella device was removed and pci aborted. A 5f sheath was placed in the left common femoral artery (lcfa) to treat the dissected right iliac artery. The dissection of right iliac was successfully treated with 3 balloon expandable stents. The 14f sheath in the rcfa was removed and suture management of the two previously placed proglide devices was initiated with wire guidewire access maintained. It was not possible to secure adequate hemostasis. An additional proglide device was deployed with an improvement but pulsatile blood flow remained. A non-abbott device was deployed with manual compression to assist hemostasis. A right iliac/lower extremity angiogram was completed via contralateral access site with catheter in abdominal aorta revealed stenosis and contrast extravasation at the right common femoral access site, no flow in the right superficial femoral artery, and absent pulses in right lower extremity. Vascular surgery consulted. Patient taken to surgery, in stable condition, for surgical management. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The subsequent treatment appears to be related to procedure circumstance. The patient effects of perforation and occlusion are listed in the prostyle instructions for use (IFU) as potential adverse event associated with use of the vessel closure devices. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced in b5 is filed under separate medwatch report number.